Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The physician reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose (B)(6) 2018 with blood glucose of 530 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with intravenous insulin. Customer was performed self test. Customer was declined to troubleshoot. The insulin pump will not be returned for analysis.